Manufacturer narrative:
The subsidiary biomedical support engineer checked the cables and exchanged the arterial pressure transducer with the cardioplegia transducer and it worked fine on both channels of the module. The transducer has more than one year of use. The subsidiary biomedical engineer is replacing pressure transducer assembly. The suspect transducer will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the arterial pressure transducer failed to give a reading, although it and did calibrate. The device was not changed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.